Manufacturer narrative:
Guidewire was examined under microscopy. The device failed at the distal end of the midjoint. The end view shows the corewire fractured with indications of work hardening due to repeated directional bending. The device was measured dimensionally and met all specification requirements, including diameter and bond lengths. The guidewire was used in a calcified lesion that appeared to be a chronic total occlusion, which is contraindicated. The mechanical forces required to cause fracture are substantial. A combination of patient and procedural factors appear to have caused or contributed to this event. The type of lesion made the distal placement of a guidewire unusually difficult. This unfortunate combination of factors led to the fracture.

Event description:
Guidewire fractured at the junction point between the radiopaque and the non-radiopaque parts. During guidewire manipulation there was no unusual resistance. The fracture was noticed at the time of guidewire withdrawal. CABG procedure was performed due to failed pci.